Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe 10ml luer-lok¿ label content was incorrect. This was discovered before use. The following information was provided by the initial reporter: product 990172 - plastipak syringe is coded for manufacturing date 08/2019 (aug/2019) and the certificate of conformity is dated 09/02/2019 (02nd sep 2019). Material: 990172 plastipak syringe 10ml. Dates on certificate of conformity: batch creation date 09/02/2019, exp date 08/31/2024. Dates on unit packaging: batch creation date 08/2019. Dates on the box label: batch creation date 09/2019, exp date 08/2024.

Manufacturer narrative:
H.6. Investigation: batch history analysis (DHR), maintenance records and quality notifications were verified and no deviations were found for this batch. Photos of the incident were received for evaluation and it was possible observe divergence of manufacturing dates between the packaging and the certificate. The effective date of manufacture of the material that occurred between 08/29/2019 and 08/31/2019 according to the registration of the product packaging, but the date indicated in label and certificate is 09/2019. According to a evaluation conducted with the quality, production and production planning team, the possible causes for the occurrence were: - operational failure in manual order creation in system - date was entered incorrectly in sap. - lack of systemic checking process between label vs. Blister vs. Order vs. Calendar information. The following actions were defined to mitigate the risk of incident recurrence: - notification of the area responsible for creating orders; - update label approval to include item to verify the date of production vs the date printed on the label; for control purposes, the date printed on the blister, which reflects the effective date of manufacture of the material, must be considered. H3 other text : see h.10.

Event description:
It was reported that bd plastipak¿ syringe 10ml luer-lok¿ label content was incorrect. This was discovered before use. The following information was provided by the initial reporter: product 990172 - plastipak syringe - is coded for manufacturing date 08/2019 ((B)(6)2019 ) and the certificate of conformity is dated (B)(6)2019 ((B)(6)2019 ). Material: 990172 plastipak syringe 10ml dates on certificate of conformity: batch creation date 09/02/2019 exp date 08/31/2024 dates on unit packaging: batch creation date 08/2019 dates on the box label: batch creation date 09/2019 exp date 08/2024.